Event description:
New information notes that the patient presented to the clinic on (B)(6) 2023 for a lead revision procedure. Fluoroscopy was performed prior to the procedure, which confirmed that the patient's right ventricular lead had dislodged into the coronary sinus. During explant, the lead was noted to be tied down to the muscle and not on the suture sleeve. The lead was ultimately explanted and replaced, and the patient was discharged post-procedure.

Event description:
It was reported that a patient presented to the clinic on (B)(6) 2023 with their right ventricular lead seemingly picking up and over-sensing atrial p-waves. Lead dislodgement was suspected. An x-ray was pending, and the patient was stable throughout.